Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a colonoscopy procedure. According to the complainant, there was a hole in the center of the pedal cord and intermittently there was no energy. The patient experienced slight bleeding because cautery had not been working. They switched foot pedals, stopped the slight bleeding and completed the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The event took place approximately 3 weeks prior to the report date of (B)(6), 2010.

Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a colonoscopy procedure. According to the complainant, there was a hole in the center of the pedal cord and intermittently there was no energy. The patient experienced slight bleeding because cautery had not been working. They switched foot pedals, stopped the slight bleeding and completed the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.